Event description:
Alaris IV pump (8100) in use on pt with sodium chloride running. Physician ordered secondary IV medication. Nurse attached secondary pump (8015) which, when attached, started to spark and smoke. Whole machine detached from pt. No pt injury. Machine was sent to clinical engineering and attachment prongs appeared to have broken plastic casing and burnt metal prongs.